Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was discharged home the same day on dual antiplatelet therapy medication (plavix 75mg and aspirin 81mg daily). At the 45-day follow-up appointment that took place 40 days post procedure, transesophageal echocardiography (tee) revealed a non-mobile thrombus on the face of the closure device. The patient was given additional oral anticoagulants in response to the thrombus and with plans to reassess in 30 days. No further patient complications were reported.